Manufacturer narrative:
Investigation summary: boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. Visual inspection of the faradrive sheath revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem was detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that during the pulsed filed ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the sheath inside the body when the physician tried to aspirate and flush the sheath several times, air bubbles were aspirated from the handle of the sheath. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that versacross connect for faradrive had been in the sheath prior to air was observed. Farawave was never introduced into the sheath. No air nor leak in patient was seen. A pressure bag was used with manifold.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed filed ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the sheath inside the body when the physician tried to aspirate and flush the sheath several times, air bubbles were aspirated from the handle of the sheath. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that versacross connect for faradrive had been in the sheath prior to air was observed. Farawave was never introduced into the sheath. No air nor leak in patient was seen. A pressure bag was used with manifold.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed filed ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the sheath inside the body when the physician tried to aspirate and flush the sheath several times, air bubbles were aspirated from the handle of the sheath. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.